Manufacturer narrative:
Results of investigation: analysis on the log file reveals a defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. The exact root cause is under investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us was giving out no o2 dosing alarm (alarm 388) while connected to a patient. It was also mentioned that the patient was switched to a backup ventilation unit. The customer confirmed that there was no patient harm associated with the reported event.